Event description:
During a tcar procedure, a dissection was caused after advancing the enroute 014 guidewire. The physician addressed the dissection with the planned stent and completed the procedure with no health consequences or impact to the patient.

Manufacturer narrative:
Complaint investigation is completed.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, a dissection was caused after advancing the enroute 014 guidewire. The physician addressed the dissection with the planned stent and completed the procedure with no health consequences or impact to the patient.